Manufacturer narrative:
Event summary: the patient data file showed fourteen applications were performed with catheters 2af284/25001 (application #1 to 6 inclusively) and 2af284/25022 the date of event. Patient file did not show any system notices. Console output data (pressure, preset pressure and flow) showed flow and pressure reading oscillation at the end of ablation phase at application number one, seven and thirteen. Pressure increases during ablation might be caused by a partial obstruction within the system. Visual inspection of balloon catheter 2af284/ 25001 showed that the catheter was intact with no apparent issues. Smart chip verification indicated the catheter was used for six injections, the balloon catheter passed the performance test and electrical integrity as per specification. Inflation showed a kink on the guide wire lumen under the balloon segment, dissection showed a guide wire lumen kink at 1.37 inches from the tip inside the balloon. In conclusion, the reported flow issue was confirmed through data analysis but not through the testing for the returned product. Balloon catheter 2af284/ 25001 failed the returned product inspection due to a guide wire lumen kink. If information is provided in the future, a supplemental report will be issued.

Event description:
The balloon catheter subsequently tested out of specification per the manufacturer's investigation.